Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "covid-19" is deemed not device related but is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports patient injection with botox®, 2 syringes of juvéderm voluma® xc in the cheeks, juvéderm® ultra xc in the lips, and juvéderm® ultra plus xc in cheeks and midface. The following day, patient notified clinic of flu like symptoms including 99.1 fever, body aches, and congestion/runny nose. Patient tested positive for covid-19, unrelated to the device. Patient symptoms resolved five days later. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00688 (allergan complaint #(B)(4)) and 3005113652-2021-00058 (allergan complaint #(B)(4)). This MDR is being submitted for the juvéderm voluma® xc injection.